Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that the anterior chamfer was significantly over resected (by several mm) in both the first and last case. The last case had a step cut with a 1.5mm over resection. The first case was likely about 3-4mm over resection. The blue knob for the holding arm and the bedrail clamps also seemed to be loose. Can you please have the fse check those as well? What step were they on when this issue occurred? Anterior chamfer if applicable to the problem reported, is robot mounted to the bed? Unknown patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No. Next day of surgery: if known. All information has been disclosed. No further information was provided.